Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that this female patient was diagnosed with chronic renal failure. During dialysis in the renal unit (in the left subclavian) the clinician noted that the arterial hub was found cracked. The clinician stated that the patient had a repair kit fitted a couple of months ago and the unit cracked after only a few weeks of use. As a result, it was replaced with a new one for a successful dialysis. There was no reported delay, death or complications to the patient. Chlorhexidine (hibitane) and povidone were used to clean the hubs.